Event description:
A diagnostic peripheral procedure was performed in 2008, female pt with cad. A 6 fr 11 cm st. Jude sheath was placed in the right common femoral artery (rcfa) and heparin and asa were administered as anticoagulants. Upon completion of the procedure, a boomerang catalyst ii wire (bcw) was inserted and deployed thru the indwelling sheath w/o problem; sheath was withdrawn. Temporary tamponade of arterial access site was successfully achieved as evidenced by no bleeding or hematoma formation being noted during device dwell. Bcw was removed w/o problem and manual compression was applied to provide final hemostasis of the access site; final hemostasis appeared to be achieved. One (1) hour post manual compression, pt had a re-bleed and a hematoma was starting to form at the access site. Pt was transferred to care unit and 2 units of rpbc was transfused. Pt was admitted overnight for observation. Pt recovered fine without sequelae and was discharged. Md stated to manufacturer that boomerang was not the cause of this adverse event for this pt.

Manufacturer narrative:
The boomerang catalyst ii was discarded at the hospital and was not returned to the manufacturer for evaluation. It was reported the product performed as intended per IFU providing temporary hemostasis. Review of the device history lot record did not reveal any issues or observations that may have caused or contributed to the reported event. The physician involved stated, the incident was not caused by the boomerang catalyst ii system. The site and tamponade appeared without sign or symptom of complication. Manual compression is employed to provide final closure of the access site - the healing clot formed by manual compression appears to have dislodged post hemostasis resulting in a bleeding episode from the access site.